Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the stimulator never helped him for over a year or so patient stated they have not used the ins / charged the ins in over a year. Patient stated they have problems with both of his legs with pain and now his pain has gotten worse patient stated his healthcare provider wants to do an MRI of his back and they want patient to put the implanted device into MRI mode. Agent reviewed over discharge state of the ins with patient and walked patient through passive recharge mode. Patient is able to connect to charge the implant with excellent charge quality and the controller is 80% and the implant is 30%. Patient stated his MRI is not scheduled agent suggested that patient charge his implant to 50% before his MRI. Pt may call back to walk through going into MRI mode pt mentioned the stimulator stimulated his nerves and made things worse for him. Pt ended up getting a shock when he was on the toilet and he was using his handles at his side to get up- pt stated this was years ago¿pt has not used the ins since. Pt is not working with an hcp and has no plan to use the ins